Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and found the touchscreen out of calibration. The stm calibrated the touchscreen and then performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to zero. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event reported.